Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
Customer reported, "will not read anything and unit turns off on its own." Additional information received indicated that there were no error message or audible alarms when the issue was observed. The malfunction occurs on both ac and dc power. No consequences or impact to patient.